Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2008681: 16 items manufactured and released on 25-nov-2020. Expiration date: 2025-11-15. No anomalies found related to the problem. To date, 12 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months and 3 weeks after the primary surgery, the patient came in reporting pain due to a fractured tibia and the cause is unknown. The surgeon revised medacta tibial tray and insert. The surgery was completed successfully.